Event description:
The ventilator was returned to the manufacturer for evaluation. There was no harm or injury reported. During evaluation, the device failed to power on. The device's power management board required replacement to address the issue. Additional findings not related to the malfunction/issue: the front and rear enclosures were damaged and required replacement. However, no repairs were completed because the device was scrapped.